Event description:
Bright red blood noted in iabp tubing. Iabp turned off. Physician came in and removed balloon and reinserted a new 40cc 9.5 french balloon. Iabp restarted at 1:2 per md order. Physician reported that iab had ruptured.